Event description:
It was reported that patient with symptoms of fatigue presented in-clinic after receiving a vibratory patient notification. After device interrogation, two episodes of non-sustained ventricular oversensing were observed. Review of the episodes revealed myopotential oversensing. Similar signal in-clinic was able to be reproduced with deep breathing. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.